Manufacturer narrative:
A ge service representative performed and on site investigation. The interconnect cable and lemo connector were replaced during the service call. The system was tested, found to be working as intended and put back into service.

Event description:
The customer reported that the system intermittently would not display a live fluoroscopy image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.